Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05958. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, slow telemetry was observed. Noise on the ventricular lead and competitor atrial lead was noted. Since the noise on the lead did not appear to impact the patient no intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that on (B)(6) 2019, the device and lead were explanted. The patient condition was stable.

Manufacturer narrative:
Outer insulation was found at 20.3 cm to 22.2 cm and the outer insulation was breached/damaged at 20.5 cm to 20.8 cm from connector pin consistent with clavicle crush forces. An internal short was noted between the inner coil and outer coil conductor paths at the clavicle crush region due to clavicle crush forces. The cause of the reported event was isolated to the breached/damaged outer insulation and the compressed/damaged outer coil consistent with clavicle crush forces.